Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a conclusive cause for the unintended movement associated with the clip opening while locked in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opening when locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted in the central-medial location. A second clip delivery system (cds) was advanced and placed lateral to the first clip. After deployment, the clip opened 50-60 degrees. The leaflets were stable inside the clip and the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.